Manufacturer narrative:
Internal file number - (B)(4). Corrections: event, device code 3190 removed. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the proglide instructions for use, states: this device should only be used by physicians (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who are trained in diagnostic and/or interventional catheterization procedures and who have been trained by an authorized representative of abbott vascular. Additionally, the IFU states: do not use the perclose proglide smc system if the puncture site is located above the most inferior border of the inferior epigastric artery and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma. In addition, the IFU also states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The reported patient effect of hematoma, hemorrhage and death is also as a known adverse event associated with use of suture mediated closure devices. The reported difficulties and subsequent treatment appear to be related to user technique/IFU deviations. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, the physician provided the additional, corrected information: suture placement in a femoral artery was attempted with two proglides (not four as initially reported) via an 8f sheath (not 8.5f) after an ablation tachycardia retrograde procedure. Reportedly, a suture break occurred with the first proglide device. A second proglide device was used successfully and was thought to have achieved hemostasis; however, the patient developed a massive hemorrhage with a retroperitoneal hematoma. Protamine was administered to reverse the anti-coagulation effect. Manual compression was used; however; hemostasis was achieved too late. The patient died a few minutes after admission into the intensive care unit (ICU). Reportedly, the death was related to the retroperitoneal hematoma.

Manufacturer narrative:
Internal file number - (B)(4). Corrections: contact name and reg number, device code 1494 removed; device evaluation. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulties and subsequent treatment appear to be related to user technique/IFU deviations. The perclose proglide instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. Additionally the IFU also states: this device should only be used by physicians (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who are trained in diagnostic and / or interventional catheterization procedures and who have been trained by an authorized representative of abbott vascular. The reported patient effects of hematoma, hemorrhage and death are listed in the perclose proglide instructions for use as known adverse events associated with use of suture mediated closure devices. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch report, additional information was received: reportedly, the access site was in the high common femoral artery above the bony landmarks and there was a small amount of calcified plaque at the access site. The proglides were used with an 8.5f sheath. The proglides were attempted after an ablation tachycardia retrograde interventional procedure (not pre-close). Reportedly, a suture break occurred with the first three proglide devices that were attempted. A fourth proglide device was used successfully and was thought to have achieved hemostasis; however, the patient developed a massive hemorrhage with a retroperitoneal hematoma. Protamine was administered to reverse the anti-coagulation effect. Manual compression was used; however hemostasis was achieved too late. The patient died a few minutes after admission into the intensive care unit. Reported information stated that the patient death was related to the high vascular access puncture. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide devices referenced are being filed under separate medwatch reports.

Event description:
It was reported that suture placement in a femoral artery was attempted with four proglide devices using the pre-close technique prior to an electrophysiology procedure. Reportedly, the attempts with the four proglide devices were unsuccessful. The patient developed a massive hemorrhage with a retroperitoneal hematoma. It was suspected that it was a high puncture access. The patient died in the cath lab during the closure procedure. Reportedly, the physician was not trained in the use of the device. No additional information was provided.